Manufacturer narrative:
The customer biomed troubleshot the issue with ge healthcare technical support. The customer calibrated the flow sensors to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement.